Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed messages; however, the contact could not state what the messages were. There was no reported impact to the user's blood glucose level. Tandem's technical support had the contact review the pump history and the contact could not find anything relevant in the history. The contact stated they would report if it occurred again.